Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported single leaflet device attachment (slda) appears to be related to the patient morphology/pathology and due to abnormal cardiac size. The image resolution poor was a result of patient/procedural circumstances as difficulty with visualization due to the dilated annulus was reported. The mitral valve regurgitation (mr) resulting in dyspnea appears to be due to the slda. Mr and dyspnea are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. The unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. Date of event: date estimated.

Event description:
This is being filed to report the single leaflet device attachment (slda) requiring an additional clip. It was reported that the initial mitraclip procedure was performed on (B)(6) 2020 to treat functional mitral regurgitation (mr) with a grade of 4+. The patient had a dilated annulus which caused difficulty with visualization. Three clips were implanted, reducing the mr to 2+. Sometime in (B)(6) 2021, the patient presented with worsening symptoms; recurrent mr and dyspnea with minimal effort. On (B)(6) 2021, a control echocardiogram was performed, which found that the third clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The physician's opinion, the slda could have occurred due to the abnormal cardiac size. An additional clip was implanted lateral to the slda clip. The mr was reduced from 3-4 to 1+. The final mean gradient was around 4 mmhg and the patient is still showing good clinical evolution. No additional information was provided.